Event description:
It was reported that the user disconnected from the ilet pump per prior guidance and subsequently experienced elevated blood glucose, then reconnected and refrained from meal announcements until automated mode resumed; the agent guided the user through replacing an inset 23 infusion set, after which no further assistance was required. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and resolution after infusion set change and reconnection. Investigation included customer service troubleshooting and user education regarding infusion set change and pump use. Investigation of this case revealed no confirmed device malfunction and suggested an unclear cause, with infusion site or disconnection-related factors considered. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.